Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the physician noted that the right ventricular sensing was low. The lead was capped and replaced with a new right ventricular lead. The patient was well.